Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient reported that she hasn't checked the implant since (B)(6) and hasn't had any issue with therapy but today she went to check implant and she was having strong stimulation. Stim is too high and she needs to decrease stimulation. The patient confirmed that stimulation is on. The patient stated that she has no falls or trauma. The patient decreased stimulation from p2 @ 3.2v to p2 @ 1.5v. This resolved the issue. Patient services reviewed how programs function. The patient stated that she will consult with the healthcare provider (hcp) to see who they are using now since hcp is not in her network anymore. On (B)(6), the patient called back asking for assistance turning stimulation off because she forgot how to. Patient services reviewed the patient programmer (pp) use and the patient confirmed that stim was turned off. No further complications were anticipated/reported. Additional information received from the patient on 2019-nov-12 stated that their stimulator was implanted (B)(6) 2015. The patient checked the settings about every 3 months. In (B)(6) they checked their settings and was shocked quite bit and they have it set on channel 2 - 3.2. They couldn't get it turned off fast enough, (it) made the "saddle" area numb for a while. Now they can only handle channel 0.9. The doctor who did the implant is no longer in their scan insurance network so they have to find another doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the shocking was that they were checking their settings (as they did once in a while) and it showed 0.9 which was not their usual. And ¿wham¿ they got shocked. They mentioned they had not adjusted the implant since the incident and just left it on channel 2 at 0.9 where they felt fine. There were no further complications reported or anticipated.